Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: device looked deteriorated. Probable root cause: manufacturing non-conformance. Shipping damage. (B)(4).

Event description:
It was reported that the device worked properly, but it looked deteriorated. No adverse consequences were reported. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device worked properly, but it looked deteriorated. No adverse consequences were reported. The procedure was completed successfully.